Event description:
It was reported that the finger pinch prevention cover cannot be installed on the system due to interface issues with the aluminum motor support. All units in forward production and in the field will be fixed. There were no injuries.